Manufacturer narrative:
The device was returned and the failure was confirmed. However, the customer reported that the tracheostomy tube was in use for 3 months, which is beyond the recommended 29 days for this product. Additionally, the customer reported that the product was soaked in a chemical solution that is not recommended in the instructions for use for this product. The damaged condition of the product has been confirmed as being unrelated to manufacturing process.

Event description:
Covidien received information that when a laryngectomy tube was due to be removed, the nurse noticed the inner cannula of the laryngectomy tube was broken in two. The tube was changed, and patient was stable. The customer reported using a solution of 5cc of alkazyne with 500 cc of sterile water to soak the inner cannula and tube when not in the patient. The tube is changed every three months. There was no patient harm or injury reported as a results of the incident.

Manufacturer narrative:
Covidien has requested return of the product. (B)(4).